Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker observed that the device's main keypad cable was damaged. Stryker replaced the device's main keypad and cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.